Manufacturer narrative:
Covidien reference: (B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that an 840 ventilator had unresponsive keyboard. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Covidien reference (B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the keyboard assembly. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.